Event description:
Customer reported a past low blood glucose event with a lowest level recorded at 50 mg/dl. Cause was not known. Customer had assistance from their children, who gave food to address the issue. Control-iq feature was active at the time. Customer was advised by technical support to consult with a healthcare professional to discuss potential factors affecting blood glucose levels.